Manufacturer narrative:
Block b3: exact date unknown, event occurred last weekend from date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patients leads had migrated. The patient underwent a revision procedure wherein the leads was moved back to the ideal position. The patient was doing well postoperatively.